Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm was not confirmed. A review of the submitted log file spanned approximately 27 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 01:06 and 01:51, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarms for an hour, the patient stated they did not hear the alarms. Upon review of the log files, technical services noted there were low voltage alarms on (B)(6) 2020 while tethered to the mobile power unit (mpu), where the controller was momentarily disconnected from an external power source. The controller momentarily was operating using the emergency backup battery. This occurred twice where the mpu was reconnected. This was caused by the power to the mpu being briefly interrupted. Additionally there were also transient power elevations and increased flow associated with a pi event. The mpu was reported under MFR 2916596-2020-05764.